Event description:
Pt's father stated that pt's infusion pump broke yesterday. Hizentra indication: hereditary hypogammaglobulinemia and nonfamilial hypogammaglobulinemia. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.